Manufacturer narrative:
Repairs have not been completed.

Event description:
Information received indicates the screws are backing out of the track on the stow & go, causing the foot section to fall off.